Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to a bleeding stomach, renal failure, respiratory failure, and muscle wasting. The reported blood glucose reading at the time of the event was 856 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime, high pressure, and self tests passed. Nothing further was reported.